Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 624490) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia, fatigue, sleep apnea, snoring, endometriosis, polyuria, fibromyalgia and knee pain. Concurrent conditions included low blood pressure, sore throat, fever, nasal congestion, shortness of breath, hot flashes, chest pain, eyelid irritation, weight gain, sore throat and cellulitis. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone (depo provera) in 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection ( urinary tract)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and complication of device insertion ("complications or problems occurred at the time of your essure placement"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with cystoscopy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, abdominal pain lower and back pain had resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, complication of device insertion, cystitis, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 21-jun-2018: reporters added and updated patient demographics. Historical condition, concomitant disease and concomitant drugs were added. Updated suspect drug, indication and added lot number. On (B)(6) 2007, she implanted essure (previously reported as (B)(6) 2011). Added events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), lower back pain, complications or problems occurred at the time of your essure placement and lower abdominal pain. On (B)(6) 2016, she was explanted essure. Updated events, onset date and outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain had not resolved and the menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 624490) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia, fatigue, sleep apnea, snoring, endometriosis, polyuria, fibromyalgia and knee pain. Concurrent conditions included low blood pressure, sore throat, fever, nasal congestion, shortness of breath, hot flashes, chest pain, eyelid irritation, weight gain, sore throat and cellulitis. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone (depo provera) in 2007. In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysuria ("infection (vaginal/ urinary tract/ vaginal) type: dysuria"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection ( urinary tract)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), complication of device insertion ("complications or problems occurred at the time of your essure placement") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with cystoscopy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, abdominal pain lower, back pain and genital haemorrhage had resolved and the menstrual disorder, dysuria, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, back pain, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 3-jul-2018: added onset date of laboratory test. Added events infection (vaginal/ urinary tract/ vaginal) type: dysuria, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping),heavy bleeding were added. Added onset date of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure (ess205) (batch no. 624490) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia, fatigue, sleep apnea, snoring, endometriosis, polyuria, fibromyalgia and knee pain. Concurrent conditions included low blood pressure, sore throat, fever, nasal congestion, shortness of breath, hot flashes, chest pain, eyelid irritation, weight gain, sore throat and cellulitis. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone (depo provera) from (B)(6) 2007 to (B)(6) 2007. In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2015, 7 years 4 months after insertion of essure (ess205), the patient experienced dysuria ("infection (vaginal/ urinary tract/ vaginal) type: dysuria"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection ( urinary tract)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), complication of device insertion ("complications or problems occurred at the time of your essure placement") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with cystoscopy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, abdominal pain lower, back pain and genital haemorrhage had resolved and the menstrual disorder, dysuria, dyspareunia, dysmenorrhoea, vaginal discharge, bladder disorder, urinary tract disorder and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; in (B)(6) 2011: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet was received. Events added from pfs-.vaginal discharge, bladder problems, urinary problems, anxiety. & events onset date, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 624490) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia, fatigue, sleep apnea, snoring, endometriosis, polyuria, fibromyalgia and knee pain. Concurrent conditions included low blood pressure, sore throat, fever, nasal congestion, shortness of breath, hot flashes, chest pain, eyelid irritation, weight gain, sore throat and cellulitis. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone (depo provera) in 2007. In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysuria ("infection (vaginal/ urinary tract/ vaginal) type: dysuria"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection ( urinary tract)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), complication of device insertion ("complications or problems occurred at the time of your essure placement") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with cystoscopy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, abdominal pain lower, back pain and genital haemorrhage had resolved and the menstrual disorder, dysuria, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, back pain, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: essure device was successfully occluded . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 36-year-old female patient who had essure (ess205) (batch no. 624490) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, fatigue, sleep apnea, snoring, endometriosis, polyuria, fibromyalgia and knee pain. Concurrent conditions included low blood pressure, sore throat, fever, nasal congestion, shortness of breath, hot flashes, chest pain, eyelid irritation, weight gain, sore throat and cellulitis. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2007. In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced dysuria ("infection (vaginal/ urinary tract/ vaginal) type: dysuria"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"), 7 years 4 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection ( urinary tract)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), complication of device insertion ("complications or problems occurred at the time of your essure placement") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy with bilateral salpingectomy with cystoscopy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, abdominal pain lower, back pain, dysuria, dyspareunia, dysmenorrhoea, genital haemorrhage, vaginal discharge, bladder disorder and urinary tract disorder had resolved and the menstrual disorder and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she received treatment for pelvic pain, menorrhagia, vaginal infection, vaginal bleeding, lower back pain, abdominal pain, dysuria, dyspareunia, dysmenorrhea, vaginal discharge, bladder problems, urinary tract disorder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion; in (B)(6) 2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "dysuria, dyspareunia, dysmenorrhea, vaginal discharge, bladder problems, urinary tract disorder was changed to recovered/resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.